Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge.the customer reports x-ray gauze linting.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were 5 bands of 10 vistec element sponges returned with this complaint. No identifying packaging was sent with the samples. The samples received did not shed fibers from the sponges when shaken. A photo was provide that shows several stacked sponges but the photo does not show any linting. Product analysis could not confirm if the failure contributed to the reportable event. Samples received and reported condition could not be confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspection for contamination is performed during each inspection. The lot met all defined acceptance requirements and was released. As part of continuous improvements, a corrective action has been opened because of linting/short fibers and is currently in open investigation. The corrective action plan is to: develop a process to measure the amount of short fibers per sponge. Install a system to confirm the vacuum on the tenter is turned on and operating. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This complaint will be used for qa tracking and trending purposes